Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that cleo 90 infusion sets came off during beach and ocean-related activities. Blood glucose was adversely affected and reported to be over 400mg/dl. A new site was put on and pump boluses were taken to address the high blood glucose. No injury was reported. See MFR: 2183502-2016-01799 and 2183502-2016-01800.